Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.111.005 lot : 8009871 release to warehouse date : 06.aug.2012 expiration date : na supplier: na manufacturing site: werk hagendrof. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the depth gauge f/scr ø2 - 2.7 meas-range up was found the needle bent. This can be related with the jammed complaint. No other defect was found. A dimensional inspection for the depth gauge f/scr ø2 - 2.7 meas-range up was unable to be performed due to post manufactured damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the depth gauge f/scr ø2 - 2.7 meas-range up would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Initial reporter occupation: reporter is a j&j employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2022, the patient underwent open reduction and internal fixation (orif) for distal radius fracture with the product in question. The surgeon pointed out that the depth gauge was not slipping and the tip was slightly bent. He used a hospital-owned, under-clean lubricant for the measurements. The same point was made at the time of the fibula plate on 12/2 with the same product number (B)(4). When the sales rep checked the actual product, he did not find it to be so problematic, perhaps due to the lubricant, but compared to the same instrument commissioned by the hospital, there was a clear difference in smoothness. After comparing the operation for a while, there was an impression that the rattling was worse than at the beginning. This report is for one (1) depth gauge f/scr ø2 - 2.7 meas-range up. This is report 1 of 1 for complaint (B)(4).